Manufacturer narrative:
Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain, swelling, instability and inflammation secondary to breakage of the polyethylene articular surface.

Manufacturer narrative:
(B)(4). Concomitant medical products: trabecular metalâ¿¢ posterior stabilized monoblock tibial component: green, size 6 e-f, 12mm item# 00588605612, lot# unk; lps porous fem size f-rt item#00599201602 lot#60449864; unknown patella, item# unk, lot# unk. The reported event was confirmed through operative notes and medical records received. No products were returned. However, pictures provided show a tibial and femoral component and the sheared off post. Visual evaluation found traces of bone cement onto the superior side of the tibial component. Femoral component showed no surface damage. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the revision operative notes indicated that the patient was revised due to pain, swelling and instability in the right knee with broken polyethylene ps post. The zimmer lcck knee system was cemented into place and it was noted to that there was excellent stability throughout the range of motion. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was underwent total knee arthroplasty revision approximately ten (10) years post-operatively due to pain, swelling, instability and inflammation secondary to breakage of the polyethylene articular surface post. Review of revision operative notes state that the polyethylene post was found sheared off the polyethylene base. Inflammation was noted and plastic debris was debrided from the joint.